Manufacturer narrative:
Additional information was received that the patient was explanted and is reportedly doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient is experiencing irritation at the pocket site. An allergy test was done and it was determined that the patient is allergic the epoxy on the ipg. The patient will undergo an explant procedure.

Event description:
A report was received that the patient is experiencing irritation at the pocket site. An allergy test was done and it was determined that the patient is allergic the epoxy on the ipg. The patient will undergo an explant procedure.